Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown lead issue as patient mentioned that there was an issue after the procedure, however, did not elaborate. Moreover, the patient discussed abdomen sensation. Additional information received which indicated that the patient experienced a mild phrenic nerve stimulation for this lead. Lead was turned off as per physician. As of this time, this lead remains in service. No adverse patient effects were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.